Manufacturer narrative:
(B)(4). This customer reported that after 15 minutes of monitoring a patient on battery power, the device shut down after a low battery alert. A second defibrillator was used for monitoring and the customer reported the same failure for that device. The second defibrillator is reported separately in MFR report # 1218950-2010-02086 (B)(4). The customer has stated that the defibrillator behavior had no relationship to the outcome for the patient. Both defibrillators were being used for monitoring only and not for any delivery of therapy. The involved patient was transferred to the ICU and died later. This complaint is still being investigated. A follow-up report will be submitted after philips obtains more information about this event.

Event description:
This customer reported that after 15 minutes of monitoring a patient on battery power, the device shut down after a low battery alert. A second defibrillator was used and the customer reported the same failure for that one. The second defibrillator is reported separately in MFR report # 1218950-2010-02086 (B)(4). Both defibrillators were being used for monitoring only and not for any delivery of therapy. The customer has stated that the defibrillator behavior had no relationship to the outcome for the patient. The involved patient was transferred to the ICU and died later.